Event description:
This report is being filed retrospectively per the FDA's request. Per the audiologist, the patient's flange fixture with abutment fell out approximately 7 months after being implanted and approximately 3 weeks after being fitted with the sound processor. The patient is currently using a softband (headband that holds the sound processor against the head) and has not been implanted with another baha flange fixture. Additional information was requested from the healthcare provider but was not supplied. The fixture was not returned to the manufacturer for analysis.

Manufacturer narrative:
This is a final report. The type of event is addressed in the device labeling.